Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the pump was refilled on (B)(6) 2013. At each refill the patient was given a copy of the telemetry strips and he wrote down the alarm date that they told him. At the refill prior, they told the patient the alarm date was the (B)(6). When the patient came in on (B)(6) 2013 for the refill, the physician ¿freaked out¿ and asked the patient if he was having any withdrawal symptoms. The patient responded ¿not that I know of¿. The physician told him that if ¿he wasn¿t he would be in a minute¿. What had happened was that the patient was given the wrong date at the prior refill. He was told it was the (B)(6) when it was really the (B)(6). The patient always waited to come in until the last minute because he didn¿t want to waste the medication. When they aspirated the pump to remove the old medication, there was hardly anything at all; but it wasn¿t completely empty. The physician told him he had gotten there just in time because otherwise he would have started to get really sick. The patient didn¿t hear any alarms coming from the pump. The alarms were set to sound every hour. It was noted that he had a (B)(6) at home, the tv was going, and sometimes he was sleeping. The telemetry printout showed ¿low reservoir alarm occurred¿ and ¿empty reservoir alarm occurred¿. The pump was delivering morphine and another drug to ¿help the morphine go into your body¿.

Event description:
It was later reported that the device system also delivered bupivacaine.